Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient made the manufacturing representative (rep) aware of the event on (B)(6)2017. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome. Information was reported that a patient's device is showing him to call healthcare provider (hcp) power on reset (por) messages. It will not come on, will not let him charge. Patient says, "it quit working completely". It was reviewed with the patient reasons for por. Patient mentioned he had not charged for a while because his dad was not doing well and patient was not paying attention to himself. The info por was reported. It was then reviewed how to bypass the por on the patient's ins recharger. Patient was able to get to charging screen. Ins battery level was empty. The patient was instructed to charge ins and call back with their patient programmer to try clearing por. The patient called back after he charged over a half way. Patient used the patient programmer. The patient was assisted in clearing the por. Patient successfully cleared por. Patient turned ins on, patient screamed. The patient was then asked if the stimulation was too much. Patient said "no, it just scarred him". No further complications were reported. No additional patient symptoms were reported.